Event description:
It was reported that the atrial lead triggered an alert for low bipolar lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d274drg implantable cardioverter defibrillator 2010 (B)(6); 6935 implantable tachy lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited noise and had insulation damage. The lead was capped and replaced.